Event description:
Wife found pt unresponsive, in bed with CPAP mask on, but CPAP not running. She called 911. M10 responded and found the pt in cardiac arrest. Monitor/defibrillator applied and error message appeared indicating pad failure. Crew placed the 4 leads on patient's chest and switched to monitor. Monitor also failed. Crew attached cudahy bls AED and defibrillated pt once. Resuscitation attempt was unsuccessful. Pt turned over to medical examiner's office.